Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and another 2.50mm x 12mm nc emerge balloon catheter was also advanced; still, during the second inflation at 6 atmospheres for 10 seconds, the balloon also ruptured. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At the distal end of the proximal markerband, there was pinhole damage to the balloon. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and another 2.50mm x 12mm nc emerge balloon catheter was also advanced; still, during the second inflation at 6 atmospheres for 10 seconds, the balloon also ruptured. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.